Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. It was reported that, prior to the procedure, the patient already had bleeding due to varices. During the procedure, when the physician rotated the handle, the band would not deploy. The physician reattempted to deploy the band; however, the band still would not deploy. There were large blood clots sucked into the scope, occluding the working channel at the distal end of the scope. Since the bleeding could not be viewed, the scope was removed, and interventional radiology (ir) was contacted to assist in resolving the bleeding. It was noted that there was no difficulty experienced upon setting up the device. The patient was transferred to interventional radiology (ir) to assist in resolving the bleed. Note: it was reported that the ligator shrink wrap was removed at the "beginning of setup"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." No further information has been obtained despite good faith efforts. Additional information received on may 16, 2023: the patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f23 captures the reportable event of patient being sent to interventional radiology (ir). Block h2 (additional information): block b5 has been updated based on the additional information received on may 16, 2023.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f23 captures the reportable event of patient being sent to interventional radiology (ir).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. It was reported that, prior to the procedure, the patient already had bleeding due to varices. During the procedure, when the physician rotated the handle, the band would not deploy. The physician reattempted to deploy the band; however, the band still would not deploy. There were large blood clots sucked into the scope, occluding the working channel at the distal end of the scope. Since the bleeding could not be viewed, the scope was removed, and interventional radiology (ir) was contacted to assist in resolving the bleeding. It was noted that there was no difficulty experienced upon setting up the device. The patient was transferred to interventional radiology (ir) to assist in resolving the bleed. Note: it was reported that the ligator shrink wrap was removed at the "beginning of setup"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." No further information has been obtained despite good faith efforts.